Event description:
Olympus (oaz) was informed that the customer high-definition autoclavable camera head¿s ¿turns on and off intermittently¿, found during preparation for use. The intended diagnostic urology procedure was completed with another camera. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon noted was replicated. It was presumed that the communication failure occurred due to the cable failure and the image became intermittent. The cause of cable failure was presumed to have been due to twisting of internal wires. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged; never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged; never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged; do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged; never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged; never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.